Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed pressure wounds from the tightness of the garments. It was reported that the patient was going to wound care each week to address the wounds. The patient reported that after not wearing the lifevest, the reported wounds improved. There was no allegation that a device malfunction caused or contributed to the reported irritation.